Event description:
Explantation for a few dysadjustments observed on the valve without explantations. Device tested before ventriculoperitoneal implantation, placed in a depth of less 5 mm et confirmed by an x-ray.